Event description:
It was reported that a screw is backing out of a resonate plate four weeks post operatively.

Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. Imaging provided showed a screw backing out past the blocking mechanism at the inferior level of a 2 level plate located at c5-c7 originally implanted mid- (B)(6) 2021. The resonate plate was added below a previous unknown 2 level plate (located at c3-c5) that turned into a 1 level plate (c3-c4) by being cut off at the bottom level. There is no plan for revision at this time. No determinations can be made as to the cause of the reported issue.